Event description:
It was reported that the user experienced hyperglycemia after a meal announcement with a peak glucose of 333 mg/dl, after which the ilet delivered insulin and glucose levels began to decline, followed by a steady drop that triggered an urgent low soon alert. Symptoms included an asymptomatic low-glucose trend with a reported nadir of 74 mg/dl and a downward trend arrow. Outcomes included self-management with oral glucose per guidance and no further medical intervention. Investigation included troubleshooting and education provided by support. Investigation of this case revealed no device malfunction reported, and the cause of the hyperglycemia and subsequent low-glucose trend remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.